Event description:
Equipment panel hanging above the patient's bed fell off bracket and struck the patient in the forehead. The panel is fastened to the wall using an l-shaped bracket provided by the manufacturer. The bed was not against the wall and the wall was not touched by staff or other. The bed was being moved into an upright position by a nurse at the time of the incident. The panel in question holds several instruments, including an otoscope, a thermometer, and blood pressure cuff. The patient was taken for a CT scan, with negative results other than minor soft-tissue damage. The biomed staff has concerns with the way the panel is designed in the back in that it could be inadvertently knocked off the wall as it is only held by gravity. Our 'work around' has been to screw in the center of the bottom of the panel to the wall, so it cannot be lifted up. We have made the manufacturer aware of the issue.